Event description:
Patient presented with swelling three months after right acl reconstruction w/semi tendonosis and gracilis & calaxo. After several tests tunnel widening (15m) tibia, "complete degradation of screw", "distal screw fragment sliding out of the canal". No other reports are available. Patient's status is not known.

Manufacturer narrative:
Product recall initiated august 21, 2007. (B) (4)